Event description:
It was reported the pt experienced intermittent shocking sensation in the pocket. The hcp requested the pt wait and see if there are any changes prior to any procedures. No outcome was reported. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.